Event description:
The core micro drill was sent in for evaluation because it was overheating during a procedure. The procedure was successfully completed without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the internal components was identified as the probable cause of the overheating reported. Corrosion in the device was well as wear and tear will generate heat as a result of friction.